Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door not fully latched alarms were confirmed as well as reproduced by loading a set and closing the pump door. This condition was determined to have been caused by loose link screws. The link screws were replaced.